Event description:
The hospital biomed advised datascope service that he received a pump with a note stating that the unit was "broken" while in use on a patient. The patient was switched to another unit and therapy was continued. The biomed also said that while troubleshooting the unit, he observed a "leak in iab circuit". No patient injury was reported.